Event description:
Customer reported that the insulin pump alarmed button error and alarm. Customer stated she was trying to deliver a bolus and the buttons were not responding. The insulin pump was not bumped, dropped or exposed to moisture. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a cracked case at the display window corners, cracked display window and minor scratches on the display window.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.